Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the code error e315 was caused by damage to the image sensor unit (e.g., disconnection) or failure of mounted components (ic chip, capacitor, etc.) On the electrical board due to stress from use, external factors, or handling. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection this section describes the equipment to be prepared before using the product and how to inspect it. 3.1 preparation and inspection flow this section describes the workflow described in this chapter. Before using the product, be sure to perform the preparations and inspections shown below. Also, inspect the related equipment used in combination with this product in accordance with their electronic attachments and instruction manuals. If any abnormality is suspected upon inspection, take action according to "chapter 5. If it is obvious that the endoscope is malfunctioning, do not use it and send it for repair in accordance with "5.4 when to send the endoscope for repair". Warning - using an endoscope suspected of malfunctioning may not only prevent it from functioning properly but may also damage the instrument or injure the patient or surgeon. " "chapter 5 troubleshooting the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning ¿ never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover had a chip, adhesive on bending section cover had a white-clouded area. Scope connector was dirty due to water leakage, scope connector had a scratch, plastic distal end cover had a scratch, connecting tube had a scratch. Scope identification was not displayed. Due to corrosion on scope connector, a noise image occurred. Scope connector cover unit had a scratch. Protector of universal cord on scope connector side had a scratch. Universal cord had a scratch. Forceps channel port was shaved. Flexibility adjustment ring had a scratch. Grip had a scratch, scope cover had a scratch. Switch box had a scratch, paint on suction cylinder was peeled. Free engage knob had a scratch, right/left knob had a scratch, up/down knob had a scratch. Control unit had a scratch, control unit had discoloration. Scope connector had a scratch and suction cylinder was shaved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the evis lucera elite colonovideoscope had e315 error. There were no reports of patient harm.